Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty memtron panel. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.